Event description:
It was reported that four days following a coronary drug eluting stenting procedure, the pt was admitted with chest pain. The pt had an acute myocardial infarction <72 hours previous to deployment of a taxus express2 3.0 x 24 mm drug eluting stent in 2003. The target lesion was in the mid-lad, extending into the proximal lad. The lesion was a de novo lesion with a pre-procedure stenosis of 100%; the length was 20 mm and the reference vessel diameter was 3.4 mm. There was no visible filling defect. The lesion was pre-dilated resulting in a 50% residual stenosis. The taxus express2 stent was then deployed with a post-deployment pressure of 14 atms. The residual stenosis post stent deployment was 0%. The pt was readmitted four months later for recurrent angina. On that date, repeat angiography was performed and taxus express2 stent thrombosis was noted. The thrombosis was successfully treated with a bare metal stent. The pt was discharged to home eight days later.